Event description:
A customer reported a cartridge alarm issue with their device. There was no adverse impact to the customer's blood glucose level as a result of this event. The customer successfully loaded a new cartridge before contacting technical support, and with further assistance, they were able to resume insulin therapy. The issue was resolved, although the lot number for the cartridge was not available.